Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, the lead also cued the patient to have a pericardial effusion, so the physician wanted the lead tested in unipolar. Boston scientific technical services (ts) confirmed that the lead can be tested. The physician considered a lead revision. As of this time, the lead remains in service. No additional adverse patient effects were reported.